Event description:
Reportedly, the message 'interrogation failed' was displayed on the tablet screen despite replacing the dongle and cpr3h.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the smarttouch tablet was tested, and the reported behavior was confirmed, as the associated cpr3h head could not be initialized. - analysis of available expertise files revealed that the observed issue resulted from a temporary malfunction of the wmi (windows management instrumentation) service, more specifically related to the management of low-level system components such as usb. - it should be noted that rebooting the tablet restores a correct wmi functioning. - the subject tablet followed the normal repair workflow and was sent back to the field.